Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection and capsular contracture, baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and capsular contracture baker grade unknown.

Event description:
Patient reported left side " infection/bacteria", capsular contracture, baker grade unknown". Device has been explanted.